Event description:
According to the reporter, during use, the loop broke easily. The procedure was completed with another device. The status of the patient is no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted 2 sutures and 2 needles. Microscopic inspection of the loops noted material transfer which is an indication that the loops were welded. This serves as evidence that the loops were broken under tension; however, since the samples were received with the loops open, the force required to break the loops cannot be determined. Additionally, the foils were inspected with light assisted microscopy with no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.